Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaked which cause the patient blood glucose levels was elevated to 300 mg/dl, therefore patient had received bolus and changed the infusion set. No further information available.